Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item #00801803203/ femoral head/ lot # 60703460, item# 0030202032/ liner/ lot # unknown, item# unknown/ unknown trilogy cup/ lot # unknown, item# unknown / unknown screw/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2019 -00892.

Event description:
It was reported patient underwent hip revision approximately 12 years post implantation due to cup loosening; however, during surgery the cup was found to be well fixed into the pelvis. The surgeon noted corrosion was noted on the trunnion of the stem and inside the head. A new liner and head were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 corrected: d7 and d10 d7 and d10 - product was not explanted during the revision procedure. Therefore, d7 should be blank and d10 should be a blank date with product not returning. Reported event was confirmed by intraoperative photographs. Visual inspection identified discoloration on the trunnion, and the head's taper surface. There was some discolored tissue in the joint space. Device history record (DHR) reviewed was unable to be performed as the lot number of the device involved in the event is unknown. The root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.